Event description:
The complaint device was being used to push out a competitor's catheter from heavily calcified vessel, which had broken off. Upon removing the complaint device, the device broke off in the same place as the competitor's device. All portions of the complaints device remained on the wire, and were able to be successfully removed. A section of the device did not remain inside the pt's study and the pt did not require and additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.